Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle experienced a case of the outer cover being unable to attach, and a case of being difficult to operate. The following information was provided by the initial reporter: customer wanted to put the needle back into the package after use and the package would not hold the needles. He has to turn the needles down dangerously and pull.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 05-may-2022 h.6. Investigation: twenty two sealed 31g x 8mm pen needle samples were returned from lot. No. 1082127, cat. No. 320524. A functionality test as per q-sop-183-dl was carried out on all twenty two samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that bd ultra-fine¿ pen needle experienced a case of the outer cover being unable to attach, and a case of being difficult to operate. The following information was provided by the initial reporter: customer wanted to put the needle back into the package after use and the package would not hold the needles. He has to turn the needles down dangerously and pull.